Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure (batch no. 841393) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("abnormally heavy bleeding during menstrual cycle"), menstrual disorder ("changes in their menstrual cycle"), headache ("headache"), arthralgia ("hips pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss") and disturbance in attention ("problems concentrating") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). At the time of the report, the abdominal pain, back pain, menorrhagia, menstrual disorder, headache, hormone level abnormal, arthralgia, fatigue, amnesia and disturbance in attention outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, hormone level abnormal, menorrhagia and menstrual disorder to be related to essure. The reporter commented: after the treatment, various physical symptoms developed. In the meantime, she had follow-up treatments and the foreign body material was removed. As a result of the symptoms, she was hindered in her normal daily functioning and suffered damages. Lot number: 841393 manufacturing date: 2011-03 expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure (batch no. 841393) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("abnormally heavy bleeding during menstrual cycle"), menstrual disorder ("changes in their menstrual cycle"), headache ("headache"), arthralgia ("hips pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss") and disturbance in attention ("problems concentrating") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). At the time of the report, the abdominal pain, back pain, menorrhagia, menstrual disorder, headache, hormone level abnormal, arthralgia, fatigue, amnesia and disturbance in attention outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, hormone level abnormal, menorrhagia and menstrual disorder to be related to essure. The reporter commented: after the treatment, various physical symptoms developed. In the meantime, she had follow-up treatments and the foreign body material was removed. As a result of the symptoms, she was hindered in her normal daily functioning and suffered damages. Lot number: 841393 manufacturing date: 2011-03 expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-jan-2021: writ of summon received, adverse events added "severe (chronic) pain in the abdomen, back pain, hips pain, headache, extreme and chronic fatigue, memory loss, problems concentrating, changes in their menstrual cycle, abnormally heavy bleeding during menstrual cycle, hormonal problems"; patient aka added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen / pain symptoms'), fallopian tube perforation ('migration of the essure / perforation of the fallopian tubes') and uterine perforation ('perforation of the uterus') in a female patient who had essure (batch no. 841393) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), menstrual disorder ("changes in their menstrual cycle"), headache ("headache"), arthralgia ("hips pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("problems concentrating"), hypersensitivity ("allergic reactions"), back pain ("back pain"), heavy menstrual bleeding ("abnormally heavy bleeding during menstrual cycle / abnormal bleeding"), autoimmune disorder ("autoimmune problems"), bladder disorder ("bladder problems"), mental disorder ("psychiatric problems"), facial paralysis ("facial paralysis") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, fallopian tube perforation, uterine perforation, menstrual disorder, headache, hormone level abnormal, arthralgia, fatigue, amnesia, disturbance in attention, hypersensitivity, back pain, heavy menstrual bleeding, autoimmune disorder, bladder disorder, mental disorder, facial paralysis and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, autoimmune disorder, back pain, bladder disorder, disturbance in attention, facial paralysis, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder and uterine perforation to be related to essure. The reporter commented: after the treatment, various physical symptoms developed. In the meantime, she had follow-up treatments and the foreign body material was removed. As a result of the symptoms, she was hindered in her normal daily functioning and suffered damages. Lawyer reported the manufacturing release date of essure lot # 841393 was 22-apr-2011. Autoimmune problems, bladder problems, perforation of the fallopian tubes, perforation of the uterus, psychiatric problems, hair loss and facial paralysis. Lot number: 841393 manufacturing date: 2011-03 expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: new events: migration of the essure, perforation of the fallopian tubes, perforation of the uterus, allergic reaction, autoimmune problems, bladder problems, psychiatric problems, hair loss and facial paralysis added. Lawyer reported the manufacturing release date of essure lot # 841393 was 22-apr-2011. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure (batch no. 841393) inserted for sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the treatment, various physical symptoms developed. In the meantime, she had follow-up treatments and the foreign body material was removed. As a result of the symptoms, she was hindered in her normal daily functioning and suffered damages. Lot number: 841393. Manufacturing date: 2011-03. Expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jan-2021: reporter information was added, essure insertion date and indication updated, the event "injury" was replaced by "foreign body material has been removed". Case upgraded to serious incident. We received a lot number in this case. A technical investigation will conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.